Event description:
Had 2 depuy synthesis rotating base knee replacements installed (B)(6) 2015 that began hurting 9 months post op; second depuy synthesis done on other knee 2017. Reported pain and problems to FDA. Then underwent a revision to both since because as determined by the surgeon one done in 2017 was 100% debonded and 2nd revision 70% debonded. I hired a lawyer because it has been 4 years of suffering and physical trauma only to be disqualified by federal preemptive medical he says. Still needs reporting. Please understand I'm in daily pain. Four surgeries in 3 years and 4 months. FDA safety report ID# (B)(4).